Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. The sample appeared to be clean. Twisting noted to the catheter shaft approximately 8.2cm from the distal tip. Material separation was also noted to the sample. Functional testing could not be performed due to the condition of the returned sample with material separation. Based on the findings, the investigation is confirmed for the identified material separation and material twisted issues as it was noted that the material separation and the catheter twisting issues during evaluation. However, the investigation is inconclusive for the reported device-device incompatibility issue as no functional testing can be performed due to the conditions of the returned sample. A definitive root cause for the reported device-device incompatibility and identified material separation and twisted issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. (Expiry date: 06/2023).

Event description:
It was reported that during a recanalization procedure in the popliteal artery, the guidewire was allegedly unable to load through the catheter. It was further reported that another device was used to complete the procedure. There was no reported patient injury.